Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Low blood glucose (bg): tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User conducted cartridge change sequence with a 21.4612 unit ¿tubing fill¿ priming size. Two other ¿tubing fill¿ processes were conducted with priming sizes of 5.4508 units of insulin and 17.7321 units of insulin. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Event description:
It was reported that the customer's blood glucose (bg) level was 63 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. Later in the day, the bg level elevated to 347 mg/dl. A bolus via the pump was delivered and the bg was still rising. A pump system check was performed and no device issues were identified. The contact reported that the settings had been changed last week. The infusion set site was changed and tandem technical support advised the contact to discuss the high bg with a healthcare provider. Although additional follow-up attempts were made to confirm the bg level had stabilized, the contact did not reply to the requests.